Event description:
Registered nurse (rn) went to give patient (pt) piggyback antibiotic. The pump dumped the piggyback immediately and kept dumping it when the pump was paused and turned off. Normally the piggyback does not flow unless the pump is turned on and running. This one dumped completely into the primary bag overnight. Pump was never hooked up to patient, a different pump was obtained along with new medication and dose was safely delivered. (B)(4).